Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a rd900 neopuff infant resuscitator has a pressure issue. There was no reported patient consequence.

Event description:
A healthcare facility in nevada reported that a rd900 neopuff infant resuscitator has a pressure issue. There was no reported patient involvement.

Manufacturer narrative:
Ps367644 method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. The unit was serviced and performance tested. Our investigation is based on the information provided by the f&p service technician and our knowledge of the product. Results: performance testing of the complaint rd900 neopuff infant resuscitator confirmed that the manometer needle was stuck. The subject neopuff was repaired and returned to the customer after passing all the required safety and performance tests. Conclusion: the most likely cause of this event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. We also noted that the subject neopuff is over 10 years old. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production.